Event description:
It was reported in a literature review that the patient underwent breast mammoplasty on an unknown date and topical skin adhesive was used. Six days following the procedure, the patient experienced bilateral breast swelling, blisters, and eczematous, erythematous patches near the topical skin adhesive site. The patient was administered diphenhydramine which did not relieve the pruritus. An oral steroid taper pack and hydroxyzine were prescribed. Although the dermatitis was not consistent with a drug rash, the cephalexin was stopped due to the risk for cross reactivity. After five days, the steroid taper was discontinued due to gastrointestinal intolerance. At this time, the rash had intensified and spread from chest to arms, neck, and face. The topical skin adhesive was removed, the skin was washed with saline and covered with sterile mesh gauze impregnated with petrolatum 3% bismuth tribromophenate (xeroform) and petrolatum ointment. A steroid taper was restarted and dermatology consult was made. Two days later, the rash had greatly improved. After six additional days, there was no trace of the rash. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.